Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation was clogged. It was noted approximately three hours ¿later from the star of the catheter use¿. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence. Additional information was received on 25-mar-2024. It was reported that no error was noticed from the irrigation pump. It was also reported that ¿found by blockage alarm on irrigation pump for pentaray return flow¿. The correction settings were selected on the device. A smartablate pump was used. Therefore, the concomitant product section was updated. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31019977l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation was clogged. It was noted approximately three hours ¿later from the star of the catheter use¿. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence.